Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 555 mg/dl due to cgm values not populating. Customer did not provide how low bg was addressed. Tandem technical support conducted systems check and the pump was functioning as intended.